Event description:
Customer reported with an issue of stop in work channel, could be broken. The issue found after an unspecified procedure. There was no patient harm or injury reported due to the event. No user injury reported. Device evaluation found foreign material was present in the working channel. This report is being submitted for foreign material found in the working channel during device evaluation.

Manufacturer narrative:
The subject device was received and evaluated. Service repair noted during incoming inspection that biopsy channel malfunction was observed. Further inspection showed the rubber cap is jammed in the channel. The customer reported issue of "stop in channel, can be broken " was confirmed. The biopsy channel was broken and needs to be replaced. Furthermore, during inspection, service repair noted the following findings on the device below: lg (light guide) lens broken , adhesive near the lenses worn out, adhesive on a-rubber worn out ,scratch and dents on insertion tube ,reduced angulation ,knob play, the instrument channel clogging ,suction function failed. The legal manufacturer investigations are below: repair history review: dec. 29, 2020: normal repair was performed. Relation between the subject device and the suggested event: the suggested event was failure of the device. Root cause of the suggested event was not specified. Consideration: resistance occurred when endo therapy accessory was inserted diagonally into biopsy port. A part of biopsy valve may have been torn off and fallen because the endo therapy accessory was inserted/withdrawn with excessive force. DHR (device history record ) review: review of DHR showed the subject device was shipped in accordance with specifications. According to description in IFU (instruction for use) below, users can detect existence of foreign material in biopsy channel before procedure and prevent the suggested event. 3.8 inspection of the endoscopic system: inspection of the instrument channel: 1. Insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. 2. Confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve. Inspection of the biopsy valve: confirm that the slit and hole on the biopsy valve have no splits, cracks, deformations, discoloration, or other damage. Moreover, IFU states the following as a caution of insertion/withdrawal of endo therapy accessories into biopsy valve. (4.3 using endotherapy accessories) when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. Root cause of the suggested event was not specified, however, it is presumed that biopsy valve was broken and a part of valve fallen into k-mount unit because endo therapy accessory was inserted diagonally into biopsy port during the subject device was in use or biopsy valve was damaged, etc. Moreover, the suggested event may have occurred by the following: staff at the user facility was not trained sufficiently on device handling and reprocessing steps in accordance with IFU. Olympus will continue to monitor complaints for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.